Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. During the procedure, it was found that the helix of the pacemaker lead could not be rotated. A different lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.  The lead was otherwise normal.